Event description:
The endoscopic multiple clip applier 5mm (ref: el5ml) was inserted into laparoscopic port on patient and fired one staple adequately. The second fire did not dispense the staple. The staple was stuck inside the tip of the device. After pulling the device outside the patient, the surgeon/resident were not able to fire any more staples. The device was locked up like something was stuck in it. New clip applier opened without any issues.